Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a lead revision procedure (reference MFR. Report: 1627487-2017-06891) on (B)(6) 2017 the ipg was unable to communicate with the external device postoperatively. The ipg was reportedly placed into surgery mode preoperatively. Troubleshooting was unable to resolve the issue. The patient underwent surgical intervention where the ipg was removed and replaced which resolved the issue.